Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, a small tear at the right side/edge area in front side of the eva bag was observed. Functional testing was performed and a leak was observed in the same area. Magnified inspection observed a tear/hole in the right side/edge area at the front side approximately 1500ml level area of the bag where the leak was observed. The reported condition was verified. The cause of the condition could not be determined; however, some possible causes of the tear/hole could be damage sustained during compounding, transport or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted